Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of cytoxan. During assessment, clinician noted the cytoxan bag was almost still full however the secondary bag of normal saline was empty. Air in the tubing was noted below the channel with no air-in-line alarm. The clinician used a new line to finish the infusion without further issue. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: initial reporter phone and manufacturer narrative. Root cause: the root cause for the reported issue that device had under infusion/possible occlusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of cytoxan. During assessment, clinician noted the cytoxan bag was almost still full however the secondary bag of normal saline was empty. Air in the tubing was noted below the channel with no air-in-line alarm. The clinician used a new line to finish the infusion without further issue. There was patient involvement, but the outcome is unknown.